Event description:
It was reported that a symptomatic patient presented to the hospital complaining of fatigue. The right ventricle lead exhibited capturing thresholds of 4.0 v at 1.0 ms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.